Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure two years ago due to erosion. The device was explanted and a new ipp was implanted two years later. No further complications were reported. No information about the patient's outcome was provided.